Event description:
According to the reporter, the device will not power on. There were no reports of a pt use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and observed that the device would not power on. The case was opened and it was observed that fuses on the power pcb assembly were blown and a capacitor, designator c12, on the interface pcb assembly was burned. Physio replaced the power and interface pcb assemblies, and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Root cause for the failure of the device to power up was determined to be capacitor c12 that electrically shorted with the resulting over current blowing the fuses on the power pcb assembly.